Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 1999 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with tubal ligation, uterine suspension, paravaginal repair, vaginal rectocele repair, sphincteroplasty, and rectovaginal fistula repair due to desires permanent sterilization, uterine prolapse, rectovaginal perineal fistula, fecal incontinence, 3rd degree cystocele, 3rd degree uterine prolapse, 4th degree rectocele, and rectovaginal fistula. The patient experienced chronic pelvic pain, infection, urinary/bowel problems, fistulae, bleeding, dyspareunia, recurrent vaginal polyp and infected suture. (B)(4).